Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and dermoid cyst ("tumor / teratoma / cancer type: dermoid") in a female patient who had essure (batch no. A47048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 2007, (B)(6) 2008,(B)(6) 2011, (B)(6) 2012)), drug hypersensitivity, bipolar disorder, pregnancy induced hypertension and asthma. Concurrent conditions included smoker (she smokes 1/2 pack of cigarettes a day), anesthesia and uterine pain. Family history included cervical cancer (maternal grandmother), diabetes (maternal uncle, maternal aunt.) And hypertension (patient's mother). Concomitant products included alprazolam (xanax) since 2016, medroxyprogesterone acetate (depo-provera) and nitrazepam (nitrazadon) from 2012 to 2017. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced bacterial vaginosis ("(bladder/urinary tract/vaginal) type: bacterial vaginosis") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced incontinence ("bladder or urinary problems or changes: incontinence "). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced dermoid cyst (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dermoid cyst, bacterial vaginosis, incontinence, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered bacterial vaginosis, dermoid cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, incontinence and pelvic pain to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: dermoid cyst". Most recent follow-up information incorporated above includes: on 27-feb-2018: plantiff fact sheet & medical record received. Events dysmenorrhea, dyspareunia, bacterial vaginosis, dermoid cyst were added as events. Lot number added. Concomitant drug and conditions, historical drug and conditions added. Product , patient & reporter information updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and dermoid cyst ("tumor / teratoma / cancer type: dermoid") in an adult female patient who had essure (batch no. A47048(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent for essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 2007,(B)(6) 2008,(B)(6) 2011,(B)(6) 2012)), drug hypersensitivity, bipolar disorder, pregnancy induced hypertension and asthma. Concurrent conditions included smoker (she smokes 1/2 pack of cigarettes a day), anesthesia and uterine pain. Family history included cervical cancer (maternal grandmother), diabetes (maternal uncle, maternal aunt.) And hypertension (patient's mother). Concomitant products included alprazolam (xanax) since 2016, medroxyprogesterone acetate (depo-provera) and nitrazepam (nitrazadon) from 2012 to 2017. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced bacterial vaginosis ("(bladder/urinary tract/vaginal) type: bacterial vaginosis") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced dermoid cyst (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy, microsurgical tubal anastomosis/essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dermoid cyst, bacterial vaginosis, urinary incontinence, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered bacterial vaginosis, dermoid cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and urinary incontinence to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: dermoid cyst" most recent follow-up information incorporated above includes: on 9-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and dermoid cyst ("tumor / teratoma / cancer type: dermoid") in a female patient who had essure (batch no. A47048) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent for essure confirmation test". The patient's past medical history included multigravida, parity 4 ((B)(6) 2007,(B)(6) 2008,(B)(6)2011,(B)(6) 2012)), drug hypersensitivity, bipolar disorder, pregnancy induced hypertension and asthma. Concurrent conditions included smoker (she smokes 1/2 pack of cigarettes a day), anesthesia and uterine pain. Family history included cervical cancer (maternal grandmother), diabetes (maternal uncle, maternal aunt.) And hypertension (patient's mother). Concomitant products included alprazolam (xanax) since 2016, medroxyprogesterone acetate (depo-provera) and nitrazepam (nitrazadon) from 2012 to 2017. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced bacterial vaginosis ("(bladder/urinary tract/vaginal) type: bacterial vaginosis") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence "). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced dermoid cyst (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy, microsurgical tubal anastomosis/essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dermoid cyst, bacterial vaginosis, urinary incontinence, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered bacterial vaginosis, dermoid cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and urinary incontinence to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: dermoid cyst" most recent follow-up information incorporated above includes: on 23-may-2018: pfs received. Event does not underwent for essure confirmation test added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and dermoid cyst ("tumor / teratoma / cancer type: dermoid") in an adult female patient who had essure (batch no. A47048(not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent for essure confirmation test." The patient's past medical history included multigravida, parity 4 (B)(6) 2007,(B)(6) 2008,(B)(6) 2011,(B)(6) 2012), drug hypersensitivity, bipolar disorder, pregnancy induced hypertension and asthma. Concurrent conditions included smoker (she smokes 1/2 pack of cigarettes a day), anesthesia and uterine pain. Family history included cervical cancer (maternal grandmother), diabetes (maternal uncle, maternal aunt.) And hypertension (patient's mother). Concomitant products included alprazolam (xanax) since 2016, medroxyprogesterone acetate (depo-provera) and nitrazepam (nitrazadon) from 2012 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced bacterial vaginosis ("(bladder/urinary tract/vaginal) type: bacterial vaginosis") and urinary incontinence ("bladder or urinary problems or changes: incontinence"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced dermoid cyst (seriousness criterion medically significant) and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with metronidazole (flagyl) and surgery (hysterectomy, microsurgical tubal anastomosis/essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dermoid cyst, bacterial vaginosis, urinary incontinence, dysmenorrhoea, ovarian cyst and dyspareunia outcome was unknown. The reporter considered bacterial vaginosis, dermoid cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, ovarian cyst, pelvic pain and urinary incontinence to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: dermoid cyst." Most recent follow-up information incorporated above includes: on 20-sep-2018: reporter information was updated. Treatment medication was added. Event: reproductive system disorder or condition type of disorder or condition: ovarian cyst was added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.